Event description:
It was reported that an asymptomatic patient presented to clinic. A device interrogation was performed and revealed that their right ventricular (rv) lead exhibited failure to capture. A computed tomography (CT) scan was performed and revealed that the rv lead had dislodged and perforated through the patient's septum. The rv lead was explanted and replaced. The patient was stable throughout.